Manufacturer narrative:
This MDR is related to ge healthcare complaint number. A signal modification was performed on the monitor and c arm connector but the image on the c arm monitor is very poor. A video cable has to be connected outside the system to have an image on the c arm monitor.

Event description:
The customer states that there was a bad image on the monitor.